Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd facscalibur¿ flow cytometer: 4 color sample results is incorrect. The following information was provided by the initial reporter: sample result not correct.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3004932373-2023-00001 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd facscalibur¿ flow cytometer: 4 color sample results is incorrect. The following information was provided by the initial reporter: sample result not correct.